Event description:
It was reported that contamination occurred. A 4.00 x 15mm agent dcb balloon was selected for in-stent restenosis percutaneous coronary intervention (isr pci) procedure. During preparation, balloon became contaminated on the field after opening. Procedure was completed using new agent dcb balloon and no patient complications were reported.